Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.

Event description:
Boston scientific crm received information that this device system was explanted due to infection. There is no allegation against device functionality.